Event description:
A reliant stent graft balloon catheter was inserted into the patient for treatment to perform stent graft expansion. The patient had moderately tortuous, slightly calcified, small, weak and frail vessels. Prior to insertion and inflation of the reliant balloon catheter, an aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abodminal aortic aneurysm. The reliant balloon catheter was inserted and inflated to seal a type I endoleak (MFR report # 2953200-2005-01240). The physician over inflated the balloon causing the balloon to burst, which may have caused the rupture of the external internal iliac artery. The external iliac artery perforation was successfully repaired with an iliac limb stent graft. Upon final angiogram there were no endoleak present. No additonal clinical sequelae were reported and the patient is reported to be fine.